Manufacturer narrative:
Concomitant device: - cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03). Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis significant edge loading of the femoral head on the acetabular liner due to implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.

Event description:
The 72 year old male patient involved was reported for hip pain and wear monitoring due to early prosthesis wear approximately 6.5 years after the index surgery. The prosthesis wear was able to be confirmed from the provided radiograph. However, the devices were not available for evaluation as they remain implanted. Per radiograph investigation findings and based on the relative difference in the distance between the femoral head and the edge of the acetabular shell, there appears to be some polyethylene wear of the liner in the direction of the applied load resulting in eccentric positioning of the prosthetic head within the acetabular cup and proximal migration of the femoral head.

Manufacturer narrative:
D10. Concomitants: sn (B)(6), 120-65-20 - bone screw 6.5mm dia x 20mm long; sn (B)(6), 142-32-03 - cocr fem head 32mm +3.5 offset 12/14; sn (B)(6), 164-13-10 - novation element ro s/o col sz 10; sn (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1. Investigation to be reassessed, if update is required fu MDR will be summited. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation the patient had an initial left total hip arthroplasty on (B)(6) 2015 and then approximately 6 years 9 months later experienced a revision surgery on (B)(6) 2021. No other information is available.